Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that her mother was hospitalized on (B)(6) 2019 to (B)(6) 2019 due to a high blood glucose level of 680 mg/dl. The customer experienced symptoms related to their high blood glucose such as nausea, vomiting, and dehydration. The customer's daughter was assisted in troubleshooting. She reported that her mother took a steroid shot on the day before hospitalization. The insulin pump will not be returned for analysis.